Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Tes strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer condition improved - able to establish contact with customer's mother and stated everything is fine and satisfied with meter. Note: customer reported another device used in this event and it is reported in this MDR#. Report 1 of 2.

Event description:
Consumer initially reported complaint for e-5 error. Mother is calling on behalf of the customer, her (B)(6) son. The e-5 error occurred when the blood sample was absorbed. During the call, a blood test was performed by the customer and produced test result of hi using meter. Mother stated that this happens when customer does not test himself and forgets to check his glucose. Mother stated she would give insulin as doctor has given insulin regimen. Mother did not disclose the customer's expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/16/2020 and open vial date is 06/13/2019. The meter memory was not reviewed for previous test result history.